Manufacturer narrative:
The device was returned to olympus for inspection. No reported allegation since the device was returned for preventive maintenance. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a crack on cement, a lens chip at the edge, and a crack glue was observed. The service repair technician indicated that the most likely cause of the reportable malfunction was due to component failure, expected or random component failure without any design or manufacturing issue. There was no patient involvement.